Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 38 year old male patient. The patient was both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.53 s/co. Tppa= positive. Rpr = negative no impact to donor management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return specimen analysis and in-house testing of alinity I syphilis tp reagent lot 62010be01 and 62009be00/01. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of tracking and trending data did not identify any related trends for the product for the issue. Return sample analysis: the returned specimen sample was tested with the following results: alinity I syphilis tp 0.59 s/co (nonreactive) mikrogen recomline treponema igg negative (no reaction) mikrogen recomline treponema igm borderline (tp47: very strong intensity) testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot 62009be01 as reagent lot 62010be01 was not available for testing in the abbott shanghai laboratory. During in-house testing a non-reactive result was generated for the return sample with alinity I syphilis tp lot 62010be01, which is discrepant to the borderline recomline treponema igm result. Therefore, investigation for lot 62009be00/01 was performed within this product evaluation. In-house testing of a retained reagent kit of lot 62009be00, which contains identical bulk reagents as complaint lot 62010be01, was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history record review did not identify any non-conformances or deviations with the complaint lots and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lots 62010be01 and 62009be00/01.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one 38 year old male patient. The patient was both reactive and nonreactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity result = 0.53 s/co. Tppa= positive. Rpr = negative no impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31.